Event description:
I used icy hot heat therapy patches. The patch was on for approximately 2 hrs. I removed the patch and my skin came off with it. I showed the patch to the first doctor. He said it looked as if the skin barrier was missing. I was referred to my local burn hospital. They determined it was a third degree chemical with chemical invasion to the sub-cutaneous level {fatty portion under the skin, I'm sure I butchered the spelling}. Dose or amount: 1 patch. Frequency: 2 hrs. Dates of use: 2007. Diagnosis or reason for use: pulled muscle in shoulder.